Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 system. There was no evidence to suggest that a reagent related issue contributed to the event. An ocd field engineer performed service actions to several analyzer subsystems. Following these actions, acceptable vitros trop I es performance was observed. Additionally, the sample may not have been processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely root cause of the event is analyzer related. However, a pre-analytical sample processing issue could not be ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (41.4 vs. Expected result <0.034 ng/ml) from a single patient sample run on the vitros 5600 system. The higher than expected result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the affected result and the customer retested the sample. Corrected report was issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).